Manufacturer narrative:
(B)(4).

Event description:
It was further reported that patient was discharged a week after being hospitalized and not in (B)(6) 2017 as what was previously reported.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2014, index procedure was performed. The target lesion was located in the left circumflex (lcx) artery. The lesion was treated with placement of 2.75x28mm promus element¿ drug-eluting stent and the event was considered to be resolved. In (B)(6) 2017, the patient presented with unstable angina and was hospitalized on the same day. The patient was on aspirin, clopidogrel and atorvastatin. Three days after hospitalization, coronary angiography was performed. The proximal lcx showed the stent development. The stent was lost in 10-20% of the lumen, and the stent development was seen in the middle segment with 30-50% of the lumen missing in the stent. In (B)(6) 2017, the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
The same event was reported under MDR ID 2134265-2017-08363. Any further updates will be submitted under MDR ID 2134265-2017-08363 only.